Event description:
It was reported that haptic was scratched. There was no patient involvement. No further information available.

Manufacturer narrative:
. Device evaluation: the product was not returned for evaluation therefore, testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.